Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer asked to load a new cartridge although one had already been changed out. Tandem technical support confirmed the customer inadvertently initiated the load sequence. Customer was assisted through the load process and was able to resume insulin. The customer's blood glucose level was elevated (375 mg/dl), but the customer advised this was due to running out of insulin.